Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced a stroke with weakness in one hand and was hospitalized. Nothing abnormal about the procedure was noted. The patient did not have any severe physical limitations caused by the stroke, symptoms improved within 24 hours and resolved within seven days. The device is not expected to be returned for analysis due to disposal.